Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Alcon lensx ( (B)(4) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon research, ltd. Irvine technology center (B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that the flap resistance in the unknown eye of a patient, during refractive surgery.

Manufacturer narrative:
Correction information provided in g.1. Product manufacturing details updated. The manufacturer internal reference number is: (B)(4).